Manufacturer narrative:
Final analysis of lead model # 3093-28 showed lead body stretched; no significant anomaly.

Manufacturer narrative:
Concomitant medical products: product ID 3093-28, lot# va04bgv, implanted: (B)(6) 2013 explanted: (B)(6) 2014, product type: lead. Product ID 3093-28, lot# va04bgv, implanted: (B)(6) 2013, explanted: (B)(6) 2014, product type: lead. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Additional information received noted that explant day was (B)(6).

Manufacturer narrative:
Product ID 3093-28, lot# va04bgv, implanted: 2013 (B)(6); product type lead product ID 3093-28, lot# va04bgv, implanted: 2013 (B)(6); product type lead. (B)(6).

Event description:
It was reported that the patient had experienced a shocking or jolting sensation. The patient was folding laundry on friday and she felt a shock that went down her leg and her bladder emptied immediately. The patient turned stim down at that time, but then a few hours later it happened again and she felt like she was going to have a bowel movement as well. The patient turned stim off. The patient had a fall earlier in the week, wednesday or thursday, where she fell backwards in a chair. The patient wasn't hurt and only got a bruise on her leg. The patient hadn't seen her hcp (healthcare provider) since she had her staples removed after implant. It was later reported that regarding the lead there was a prophylactic replacement. It was noted that the patient fell backwards in a chair, landing on her sacrum. After her fall, patient had full leg stimulation at all electrodes and return of symptoms. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.